Event description:
Same case as MFR# 2134265-2008-01735. It was reported that post a coronary artery drug eluting stenting treatment procedure, stent thrombosis and pt death occurred. The target lesions were located in the 90% stenosed moderately tortuous and calcified proximal left anterior descending artery (lad) and the 95% stenosed moderately tortuous and calcified mid right coronary artery (rca). The lesions were predilated with a 2.5x10mm non bsc device and then the 2.50x20mm taxus express2 drug eluting stent (des) was implanted in the rca and a 2.50x16mm taxus express2 des was implanted in the lad. The arteries were open and looking good and the procedure was completed. It was noted that the pt immediately began "breaking out in hives" all over the torso and back. The pt continued experiencing hives and they worsened over the next five days. The physician was eventually able to control the hives and sent the pt home. The pt returned the next day with an acute myocardial infarction. Upon angiogram, it was noticed that both taxus express2 stents had thrombosed on the proximal edge of the stents. CPR was started on the pt and then the physician attempted to complete a balloon angioplasty with a non bsc balloon. A 2.5x23mm non bsc stent was also inserted, but was unable to be deployed. The stent was removed and the non bsc balloon was inserted again and inflated several times; however, the attempt was unsuccessful and the pt expired on the table.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is nay further relevant info from that review, a supplemental medwatch will be filed.